Event description:
Refrence number (B)(4). Event occured in egypt it was reported that the patient experienced an adhesive malfunction on (B)(6)2026, with the tape not adhering properly due to accidental pull out. No further information is available